Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. Additional information was received that the patients ipg was replaced due to an upgrade for a magnetic resonance imaging (MRI) conditionality. The patient was doing well postoperatively and the explanted ipg was not returned due to facility policy.